Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the t-max ii, shoulder exposure positioner suspension did not work when you grab the silver handle. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. There was no problem found with the legs or head set. A functional evaluation was performed. The struts would not decompress. The complaint was confirmed and the root cause has been associated with a friction problem. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.